Manufacturer narrative:
Customer support reviewed the instrument logs for this instrument, which only indicated error code 6512, optics system warning, fluctuation detected, bichromatic check, was generated two days prior to the event. No on-site troubleshooting by a field service representative (fsr) was performed on the architect serial (B)(4). The architect c1601069 service history review did not identify any contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant/erratic results. Review of the clinical chemistry product monitoring identified no trigger associated with the architect c16000 erratic result rate. No trends were identified for the c16000. The 12-month search for similar complaints for the c16000 did not identify an adverse trend. A product labeling review found the architect system operations manual provides information regarding operational precautions and limitations, specimen handling, and troubleshooting the described issue. A potential use error related to sample integrity/handling cannot be ruled out since the issue was isolated to a single sample. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect creatinine of 3.9 mg/dl on sample (B)(6)processed on architect c16000 analyzer. The same sample repeated architect creatinine of 0.7 mg/dl. A new sample obtained normal creatinine results. No impact to patient management reported.